Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was high and the lead was oversensing t waves. The device had early battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.